Event description:
It was initially reported that the zimmer ats 3000 tourniquet bruised the patient. The issue was discovered during the surgical procedure and there was a minor delay of 0-15 minutes while and alternate device was retrieved to complete the surgery.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.